Event description:
Customer called on (B)(6) 2012 reporting of a fluid leak inside the beckman coulter coulter lh 750 hematology analyzer while operating in secondary mode. Customer was wearing personal protective equipment at the time of the event and no exposure or injury was reported. Customer stated that there was no report of any patient results or samples being affected by this incident. No change to patient treatment was also reported. Field service engineer (fse) was dispatched and found that the rinse cup was broken thereby causing a leak at the probe wipe rinse cup. Fse replaced the probe wipe rinse cup and verified the repairs per established procedures.

Manufacturer narrative:
Evaluation - results: probe wipe rinse cup was broken. Bec identifier for this report is (B)(4).